Manufacturer narrative:
(B)(4). Batch #: unk. Please see attached user facility medwatch # 0503240000-2022-8004. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure: ¿stapler did not fire.¿ no patient consequences were reported.